Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (no power) issue. Reportedly the pump failed to power-up after a manual reboot. Patient denied that there was trauma and moisture exposure to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/13/2014. Device evaluation: the device has been returned and evaluated by product analysis on 02/21/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. On investigation, the battery compartment was found to be intact with corrosion observed in the battery compartment. The pump failed to power up using a test battery cap and attempts to clean the corrosion from the battery connection failed to resolve the no power issue. The reported power issue was reproduced by the investigation. Due to the no power issue, the investigation was unable to complete the performance evaluations. The pump passed a leak test. Pump casing was opened and no evidence of moisture intrusion was found inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.